Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated, and the reported issue was confirmed that the unit was not cooling due to a faulty mixing pump. The mixing pump was replaced. Device underwent 2k pm. The circulation pump, heater and drain ports were replaced. The as5000 system was calibrated and evaluated for functionality. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. The reported issue root cause was faulty mixing pump.